Event description:
Customer reported that her insulin pump buttons were not responding and the unit was frozen. The time display was not moving minutes did not change. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened buttons dome switches. Unable to verify alarms due to button keypad anomaly.